Event description:
It was reported to philips that the device did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Analysis of system log file showed procedure card database was corrupted. Upon troubleshooting, fse found that the issue was due to failure of the backup usb hdd. After removing the usb hdd and restarting the system, the system was returned to use in good working order. The codes were updated based on the investigation outcome.